Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads and anchors were replaced to address the issue. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000122280.